Event description:
The manufacturer&#38112;field service engineer (fse) reported while servicing the ventilator, the green connector block was tarnished on the blower motor controller pcba.. There was no patient involvement.

Manufacturer narrative:
The customer returned moog bmc ,was tested and no functional faults were identified. The moog bmc was returned with heat related damage at the j3 connector pin 4 which was a cosmetic issue that did not cause any functional issues.